Event description:
Allegedly, during a percutaneous nephrolithotomy procedure on (B)(6) 2014, the tip of the ultrasonic probe fell off inside the patient's kidney; the surgeon was able to remove it with a grasper. Procedure was completed with no injury to patient.